Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment which caused the vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device had an unknown malfunction. During in-house engineering evaluation, it was observed that the device had vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the event or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.